Manufacturer narrative:
Follow-up #1: date of submission 01-may-2018 device evaluation: the device has been returned and evaluated by product analysis on 10-apr-2018 with the following findings:the audio bolus button cover was missing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging a button/keypad (abb dmg prior to tactile cng) issue. It was reported that the audio bolus button was under responsive to user presses. There was reportedly damage to the bolus button prior to the tactile issues; it was missing or peeling. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery.